Event description:
During implant, the surgeon woke the pt up and told her to touch her nose with her right hand. The pt was unable to talk and tell the surgeon that she couldn't reach her nose; she couldn't move it. It was determined that the pt had a stroke on the operating table. The pt spent 4 days in the hospital following the stroke. The pt completed speech and physical therapy. The pt long term effects were that now she needed to write things down because she forgot and "cognitive things are hard".the pt was also depressed. The pt thought the surgery was going to change her life for the better, but it "ruined it".